Manufacturer narrative:
Conclusions: based on the complaint history, the root cause of the event was determined to be due to the injector, cartridge, loading error and forceps/handling.

Event description:
The reporter stated two eyeonics lenses (same diopter, same patient) were torn upon insertion. The incision was enlarged to remove the lens and a different type lens was implanted. Sutures were required to close the incision. The reporter stated it was the surgeon's opinion that the likely cause of the iol damage was due to the injector, cartridge, loading error and forceps/handling.